Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent communication loss for all of the bedside monitors (bsm's) related to one network switch.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying intermittent comm loss with all bedside monitors (bsm's) related to one network switch. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. All devices were on the same network switch. The customer provided the device logs. With the available information, it is reasonable to determine the root cause to be the facility's network environment. A review of the serial number history shows no recurrence of the reported issue.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying intermittent communication loss for all of the bedside monitors (bsm's) related to one network switch. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: the following device was used in conjunction with the cns: multiple bedside monitors: model: ni, sn: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent communication loss for all of the bedside monitors (bsm's) related to one network switch.